Event description:
It was reported that the ventilator internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The only information received regarding this complaint is the reported event. No information of replaced part has been received and no device logs has not been received. Given this, we have not been able to confirm the problem nor can we identify any root cause.

Event description:
Manufacturers ref: (B)(4).